Manufacturer narrative:
The results of this investigation concluded all three cusps were fibrotically thickened. There was circumferential fibrous pannus ingrowth on the inflow surface, which resulted in a retraction of cusp 3 and incomplete coaptation of all three cusps. There was focal outflow thrombus on cusp 1. Special stains were negative for organisms and no acute inflammation or significant calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, and thrombus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. At the time of a recent echocardiography, severe central aortic insufficiency was observed. As the patient was symptomatic, the valve was explanted on (B)(6) 2016. A non-sjm valve was implanted.